Event description:
It was reported to boston scientific corporation that a advanix biliary stent and naviflex rx delivery system were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, it was difficult to deploy the double pigtail stent and the push catheter of the delivery system ripped. However, the stent was able to be successfully deployed to complete the procedure and there were no reported issues with the stent. No portion of the device detached in the patient and the delivery system was removed from the patient as unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4): push catheter broken (ripped). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.